Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. The complaint sample is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. A photo has been provided by the customer, however the photo does not visually define the issue reported and consequently will not provide any useful detail for the investigation. A section of the IFU will be referenced as part of this investigation report. The IFU states: "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter." The two attached certificates of compliance certifies that the aforementioned lots meet the lake region medical quality system requi rements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint sample is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. A photo has been provided by the customer, however the photo does not visually define the issue reported and consequently will not provide any useful detail for the investigation. No corrective/preventative actions will be assigned. The complaint sample is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. A photo has been provided by the customer, however the photo does not visually define the issue reported and consequently will not provide any useful detail for the investigation. The photo provided clearly depicts a needle that had to be violently removed from a patient. But there is no supporting pictures or detail in the report that would suggest there is a discrepancy in the needle set, or a discrepancy in several lot/batches. The complaint cannot be confirmed. No further action is requried.

Event description:
It was reported that earlier this month, we placed an ez-io needle in a patient during an rrt event. The plastic hub on the needle broke apart leaving the needle in place. This is not as expected; we had to call the surgical resident to remove the needle from the patient's tibia after attempts to remove at the bedside. Insertion and use were successful during rapid response. The patient was resuscitated successfully and transferred to critical care. A central line was placed, and io was being removed. Hub cracked away from the needle. The surgical resident was called to the unit for removal of needle at bedside. This was done successfully.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that earlier this month, we placed an ez-io needle in a patient during an rrt event. The plastic hub on the needle broke apart leaving the needle in place. This is not as expected; we had to call the surgical resident to remove the needle from the patient's tibia after attempts to remove at the bedside. Insertion and use were successful during rapid response. The patient was resuscitated successfully and transferred to critical care. A central line was placed, and io was being removed. Hub cracked away from the needle. The surgical resident was called to the unit for removal of needle at bedside. This was done successfully.